Event description:
Description of event according to initial reporter: date of procedure: (B)(6) 2024. CT scan on (B)(6) 2025 confirmed leakage from the peripheral side. Did the stent migrate during procedure or over time? Postoperative time course. Patient outcome: additional tevar.

Manufacturer narrative:
Manufacturers ref# (B)(4). During investigation on 11nov2025 the event is considered reportable to FDA. G4) similar to device marketed under 510(k)/PMA: p140016. Summary of investigational findings: on (B)(6) 2024 a female patient underwent tevar for descending thoracic aneurysm where a zta-pt-36-161-w1 (complaint device) was implanted. CT scan on (B)(6) 2025 confirmed leakage from the peripheral side. The neck anatomy was reported as parallel. It is reported that cranial migration and aortic elongation were observed. The sales representative has commented that ¿I was told it was sine, but it seems to be type 1b endoleak due to migration.¿ the patient underwent additional surgery to treat the endoleak. The complaint reported by the user was confirmed. Complaint is confirmed based on visual inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint event is related to the implanted stent graft. Images were returned for evaluation. The image was reviewed by clinical personnel and the following was determined: ¿increased aortic angulation through the treated segment was qualitative evidence of aortic elongation. The endograft was at its design diameter along the outer aortic curvature. Based on calcified atheroma at the endograft ends, the aortic centerline length increased 4mm from the pre-implantation cta. The 36mm endograft was constrained to 30.5mm at the distal seal zone. The distal seal zone was diseased with dilation and calcified atheroma. An endoleak through a distal dissection is confirmed. The dissection was associated with 4mm aortic elongation and increased angulation. The elongation may have slightly extracted the distal endograft. The dissection was the result of atherosclerotic disease at the seal zone and possibly extraction. The effects of aortic lengthening would have been mitigated by implantation of a distal component. The endoleak was the result of a dissection at the distal stent. Compared to the potential seal zone more distal, the chosen seal zone was diseased and at increased relative risk for dissection.¿ per additional query the imaging review has elaborated ¿the leak was through a dissection caused by the zta. More correctly, the zta¿s position was responsible because it was implanted in hostile seal zone¿ a review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. Based on the imaging review it seems like the distal seal zone was diseased and with dilation and calcified atheroma and it is described as hostile and the effects of aortic lengthening would have been mitigated by implantation of a distal component. Per the instruction for use ¿a two-component repair (proximal and distal component) is recommended, as it provides the ability to adapt to the length change over time. A two-component repair (proximal and distal component) also provides active fixation at both the proximal and distal seal sites.¿ and ¿circumferential thrombus and/or calcification at the arterial fixation sites. Irregular calcification and/ or plaque may compromise the attachment and sealing at the fixation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. Necks exhibiting these key anatomic elements may be more conducive to graft migration.¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified, based on the imaging review the zta device caused a dissection at the distal end of the device, the imaging reviewer describes that this was related to a hostile seal zone with atherosclerotic disease at the seal zone and possibly extraction. The effects of aortic lengthening would have been mitigated by implantation of a distal component. Compared to the potential seal zone more distal, the chosen seal zone was diseased and at increased relative risk for dissection. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.